Event description:
Reporter indicated that vns patient was scheduled for revision surgery to secure a loose tie-down. It was reported that the patient had lost 40 pounds over a period of four years and that the patient's lead had subsequently become more noticeable under the skin and had also become painful. A large lump reportedly appeared in the area of the lead and the patient had developed redness at the site of the lump. X-rays reportedly revealed an unsecured tie-down. Device diagnostic testing was within normal limits, indicating proper device function and the patient had reportedly benefited from the vns therapy. Investigation to date has been unable to determine the severity of the weight loss. Lead break is not suspected at this time based on device diagnostic test results. The potential for loss of therapy exists if the lead is damaged due to the non-secured tie-down. Device diagnostic testing was within normal limits, indicating proper device function and the patient has reportedly benefited from the vns therapy. Investigation to date has been unable to determine the severity of the weight loss. Lead break is not suspected at this time based on device diagnostic test results. The potential for loss of therapy exits if the lead is damaged due to the non-secured tie-down.